Event description:
It was reported that abgii showed elevated ions. Surgeon decided to revise stem. Upon opening, black sludge was observed.

Manufacturer narrative:
It was reported that the devices were not available for eval because the pt retained them. Add'l info has been requested and if rec'd, will be provided in a supplemental report.